Manufacturer narrative:
Insulin pump was received with no button response due to flattened b, esc, act, down and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Insulin pump had worn/torn keypad overlay, cracked case at display window corner and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that the buttons were damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.